Manufacturer narrative:
Returned for evaluation was 1 guidewire. A visual/ microscopic examination of the guidewire noted the wire wrapping was unraveled. The customer's reported complaint description of "guidewire was stuck in the sheath" could not be confirmed, although it is possible the guidewire unraveling inside of the sheath could have caused the difficulty. Due to the damage of the guidewire it could not be inserted into a sheath for functional testing. A definitive root cause for the reported complaint description cannot be determined. A possible contributing factor could be the user attempted removing the guidewire through the introducer needle causing damage to the guidewire. The IFU which is states that both the needle and guidewire be removed together. A review of the angiodynamics' device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, prior to and during use, avoid tight bending the introducer sheath as this can cause kinks and damage. Do not coil the sheath tighter than a radius of 60 mm. The entry needle provided with this kit is matched to the size of the guidewire and should not be substituted. Do not use if any component is damaged. If damage is seen, contact customer service or your local distributor. Place the patient in reverse trendelenburg position and use the percutaneous needle to gain access to the vein (under local anesthesia and ultrasound guidance). Advance the guidewire through the needle until it reaches the junction with the deep vein system. Remove and discard the percutaneous needle. Use sterile technique to remove and open pack b. Insert the venacure evlt spotlight ops* sheath over the guidewire until it reaches the junction with the deep vein system. Caution: do not use excessive force to introduce the sheath. Excessive force may cause damage to, or separation of the sheath. Remove and discard the guidewire. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).

Event description:
The original complaint description of " guidewire stuck in the sheath. Only with force, was it able to be removed. Guidewire severely damaged by removing" was not considered as meeting the criteria of a reportable event when reported to angiodynamics on (B)(6) 2007. However, based on the sample evaluation performed on march 09, 2018, this event has been reassessed as meeting the criteria of a reportable event. The returned sample evaluation noted the outside wire/coating unraveled, which is considered a potential for patient harm. There was no reported harm or injury to the patient due to this event.